Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with overcorrection post lasik refractive surgery. The patient did not require medical or surgical intervention. Additional information has been requested. There are multiple related reports for this event. This report addresses the date of event (B)(6) 2019, case 1, left eye, and another manufacturer reports will be filed for the other reported dates.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause was identified, according to logfile review the product was found to be within specifications. The manufacturer internal reference number is: 2020-05864.

Manufacturer narrative:
The manufacturer internal reference number is: 2020-05864.

Manufacturer narrative:
The manufacturer internal reference number is: 2020-05864.